Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Impactor handle became stuck after insertion of securfit stem. Extra force was needed via use of multi grips to loosen the thread from the implanted stem. There was no adverse consequence to the patient.